Event description:
It was reported that the device was explanted. The implant date is unknown, therefore, the implant duration is unknown. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.